Manufacturer narrative:
Manufacturing site evaluation: investigation indicates the root cause of the reported issue is: chemical indicator ink has a viscosity which is too high for manufacturing equipment. High viscosity ink becomes stuck to applicators, resulting in splatter throughout the process. The current manufacturing process lacks specifications for ink viscosity. Immediate corrections have been put in place at the manufacturing site including manufacture. Increase in quality control sampling of filters to no less then every 30 minutes of manufacture along with enhanced training and visibility of this issue to operators trained in filter manufacture. Investigation of the makeup of the splatter is the same ink as the chemical indicator ink, due to the visible confirmation of ink color transition post-sterilization, and is not a contaminant nor a deficiency which affects the functionality of the product. This issue has been elevated to a CAPA to eliminate the issue.

Event description:
It was reported by the healthcare professional to the company sales representative "the staff notice visible dark spots on filter aside from where the indicator dot is placed on the filter." There was a 1 hour delay in surgery. No patient injury. No mention if additional intervention was needed.